Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Although the device was not returned to the manufacturer, the complaint was confirmed by examining photographic evidence of the suspect device. Shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the display of the blood glucose monitor was defective.